Event description:
Information received indicates when setting the brake, the head brakes casters are holding but the foot steer caster twisting and not holding.

Manufacturer narrative:
The technician replaced the foot steer caster to repair the stretcher.